Manufacturer narrative:
A2 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via left axillary artery in a female of unknown age who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities and clinical state prior to initiation of support were unknown. On day 35 of support, while in the intensive care unit, purge pressures were fluctuating between >1000mmhg and 800mmhg, and pump flow between <1ml/h and 3.6ml/h. At that time, the device was functioning at p-2. A complete check of the tubing, catheter shaft and insertion site confirmed there were no kinks. On day 36 of support, the device was explanted. The high purge pressure is conservatively reported for hemodynamic instability as it prompted premature explant, but there was no intervention needed and no lasting harm or injury reported.

Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. High purge pressure: the cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.